Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of a leak was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was provided for investigation. A functional test revealed a leak from the IV catheter. The catheter tubing was breached and the location of the damage coincided with the tip of the wedge. The leak site was contained within the yellow catheter adapter, which indicates that the catheter was likely damaged during assembly. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hole in catheter. The following information was provided by the initial reporter: fluid leaking through the base of the catheter tip, seems like a tiny hole is present. Injuries or adverse event: no.